Event description:
It was reported that a user's assistant lost control of the device while descending stairs in assisted stair function. The device itself did not fall, however, the user was not wearing the provided lap belt and fell forward from the device. It was initially reported that the user sustained a bump to the head and a facial laceration. Follow up with the user's assistant confirmed that an emergency room visit had determined that the user had additionally sustained a broken nose and a fractured optical bone, that reportedly will require surgery to repair. (B) (4).

Manufacturer narrative:
Service was dispatched to inspect the device and retrieve a copy of the electronic configuration file (ecf) for review. A report on field service activity/device checkout record (esar) was forwarded to the complaint handling unit (chu) per standard operating procedure. Inspection by the service rep determined that the device passed all functionality checks and was appropriate for use. Based on information available, the device did not malfunction. The event resulted from failure of the assistant to properly control the device while descending stairs in assisted stair function, and the user's failure to wear the provided lap belt, as recommended in product labeling.